Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image showed dropout due to bubbles, and after multiple flushes, the physician noted that it never had a clean run. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image showed dropout due to bubbles, and after multiple flushes, the physician noted that it never had a clean run. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, the image showed dropout due to bubbles, and after multiple flushes, the physician noted that it never had a clean run. The procedure was completed with another of the same device. The patient fully recovered, and no complications were reported.